Event description:
The surgeon implanted a cc4204bf collamer plate lens but it tore as it was being inserted. The incision was enlarged to remove the lens and sutures were required. The facility stated that it is unknown what caused the lens tear. An indigo-p injector and an sfc-25 fp cartridge were used but the facility was unable to provide the lot numbers.